Manufacturer narrative:
Threads have not been removed from the patient. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.

Event description:
During insertion of a 4.0 mm cannulated screw for an orif of the patella, the threads started peeling off of the shaft of the screw. Surgeon removed the screw and the threads either unraveled off the shaft of broke off and remain in the patient.